Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The first two stent strut rows of the proximal stent were lifted and pulled in a distal direction. This damage most likely occurred while withdrawing the device from the patient. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. This damage likely occurred while attempting to advance the device during the procedure. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jun2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and fatty fibrous mid right coronary artery. After crossing the lesion with a guidewire and pre-dilated with a balloon, a 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated at high pressure , stented with another of the same device, post dilated to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.